Event description:
Pt to or for laparoscopic cholecystectomy verres needle inserted and difficulty introducing gas into abdomen. Approx. 3 attempts made. Pt bp dropped, exploratory laparotomy performed - revealed lacerated mesenteric vessel. Repair completed.